Manufacturer narrative:
The infinity workstation cc consists of the ventilation unit, the v500 and the displaying unit, the cockpit c500. For the investigation the logfiles were provided and analysed. It was found that the bios battery of the cockpit c500 was faulty, which results in inconsistent time stamps of the logfile entries. Therefore further analysis of the logfile could not be fulfilled. Consequently it was not possible to reconstruct the reported ventilation restart. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit would be triggered. In the event that the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. If the ventilation unit could not be successfully reset within the first 8 seconds, a further reset would be triggered. After three ineffective reboots, the system would be automatically switched off with accompanying alarms. The emergency-breathing valve remains opened allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. The ventilation is not affected by a faulty bios battery of the cockpit. On site the dräger service reloaded the software of m16 as a precautionary measure. The device was checked as per manufacturers specifications without any issues. The number of similar cases, related to both the bios battery of the cockpit infinity c500 as well as the pba m16, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the vn500 switched off during ventilation. An audible alarm was generated. After verification the device was connected to the emergency mains supply of the hospital and switched on. The child's condition is good.